Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 20-jul-2021. The most recent information was received on 28-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('terrible pelvic pain') and uterine perforation ('terrible pelvic pain perforation of the uterus, right implant found in the peritoneum') in a 42-year-old female patient who had essure (batch no. D31453) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), adenomyosis ("adenomyosis"), vaginal infection ("recurrent vaginal infections"), vulvovaginal dryness ("dryness of the mucous membranes (vaginal)"), dry skin ("dryness of the mucous membranes (skin)"), dry eye ("dryness of the mucous membranes (eyes)"), dry mouth ("dryness of the mucous membranes (mouth)"), amnesia ("loss of memory"), aphasia ("loss of words"), sinusitis ("sinusitis"), pruritus ("itching"), fall ("fall"), fatigue ("significant fatigue without reason"), tendon pain ("inflammatory pain in the tendons") and arthralgia ("inflammatory pain in the joints") and underwent dental implantation ("dental implant"). The patient was treated with surgery (removal of uterus (total) and tubes with essure on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain was resolving, the uterine perforation, adenomyosis, vaginal infection, vulvovaginal dryness, dry skin, dry eye, dry mouth, amnesia, aphasia, sinusitis, pruritus, fall, dental implantation and fatigue outcome was unknown and the tendon pain and arthralgia had not resolved. The reporter provided no causality assessment for adenomyosis, amnesia, aphasia, arthralgia, dental implantation, dry eye, dry mouth, dry skin, fall, fatigue, pelvic pain, pruritus, sinusitis, tendon pain, uterine perforation, vaginal infection and vulvovaginal dryness with essure. The reporter commented: current status: relieved pelvic pain - obligation to remove uterus (total) and tubes (organ amputation following this insertion with a psychological impact), persistent inflammatory tendon pain and fatigue that persists will have physical, mental and professional repercussions. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kgs. Batch no d31453 production date 2014-11-26 expiration date 2017-11-28 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jul-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('terrible pelvic pain') and uterine perforation ('terrible pelvic pain perforation of the uterus, right implant found in the peritoneum') in a (B)(6) female patient who had essure (batch no. D31453) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), adenomyosis ("adenomyosis"), vaginal infection ("recurrent vaginal infections"), vulvovaginal dryness ("dryness of the mucous membranes (vaginal)"), dry skin ("dryness of the mucous membranes (skin)"), dry eye ("dryness of the mucous membranes (eyes)"), dry mouth ("dryness of the mucous membranes (mouth)"), amnesia ("loss of memory"), aphasia ("loss of words"), sinusitis ("sinusitis"), pruritus ("itching"), fall ("fall"), dental prosthesis user ("dental implant"), fatigue ("significant fatigue without reason"), tendon pain ("inflammatory pain in the tendons") and arthralgia ("inflammatory pain in the joints"). The patient was treated with surgery (removal of uterus (total) and tubes with essure on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain was resolving, the uterine perforation, adenomyosis, vaginal infection, vulvovaginal dryness, dry skin, dry eye, dry mouth, amnesia, aphasia, sinusitis, pruritus, fall, dental prosthesis user and fatigue outcome was unknown and the tendon pain and arthralgia had not resolved. The reporter provided no causality assessment for adenomyosis, amnesia, aphasia, arthralgia, dental prosthesis user, dry eye, dry mouth, dry skin, fall, fatigue, pelvic pain, pruritus, sinusitis, tendon pain, uterine perforation, vaginal infection and vulvovaginal dryness with essure. The reporter commented: current status: relieved pelvic pain - obligation to remove uterus (total) and tubes (organ amputation following this insertion with a psychological impact), persistent inflammatory tendon pain and fatigue that persists will have physical, mental and professional repercussions diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.